Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 54 mg/dl. Customer was treated with food and glucagon for low blood glucose level. Customer reported hardware low level failure alarm. Customer did the self test and it was passed. Customer was able to rewind the insulin pump. Customer did not allege insulin pump was over delivering. Customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.